Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/29/2020 . H.6. Investigation: three samples were received by our quality team for evaluation. These samples were subjected to the leak test. One of the samples failed the leak test and a dent at the inner luer of the adapter was observed, confirming the customer experience. A device history record could not be evaluated as the lot number is unknown. The assembly process was investigated in order to confirm at which part the defect occurred. A simulation was performed at the icam catheter assembly and the tipper to duplicate the defect. From the duplicated samples, the sample from the icam catheter assembly was observed to be similar to the returned customer sample. The root cause of this is misalignment between the hub and adapter at the catheter holder station. The manufacturing process was reviewed and showed that wear and tear of the stopper of the cylinder installed at the holder station might cause the chimney to be out of place. The cylinder has been replaced to prevent this from reoccuring. A daily check has also been implemented to check the adaptor for denter inner luer.

Event description:
It was reported that the bd angiocath¿ plus IV catheter separated from the hub, and leakage occurred when it was connected. This occurred with 2 different catheters during use. The following information was provided by the initial reporter: "catheter body and other device connection problems. There was leakage when the catheter was connected."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd angiocath¿ plus IV catheter separated from the hub, and leakage occurred when it was connected. This occurred with 2 different catheters during use. The following information was provided by the initial reporter: "catheter body and other device connection problems. There was leakage when the catheter was connected."